Event description:
It was reported that the ICD battery depleted fairly rapidly due to the position of the chronic cs (coronary sinus) lead, which caused multiple shocks. Both lead and ICD were replaced. No patient complications were reported as a result of this event.